Event description:
During evaluation, an astral device displayed an internal battery degraded warning alarm. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Review of the device data logs confirmed the reported complaint. The internal battery was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to the battery chip software. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#:(B)(4).